Event description:
When removing the fragmentation, an uncut area was noticed. While removing the fragmentation, a tear was generated which extended posteriorly.a vitrectomy was performed and the iol placed into the sulcus.